Event description:
It was reported the patient had a loss of stimulation. High impedances of greater than 4,000 ohms were measured on all electrodes. The impedances fluctuated based on the test voltage. The patient¿s healthcare professional (hcp) decided to revise the lead and extension connection. X-rays and reprogramming had been done. During the revision, the lead was found to be disconnected from the extension. One of the four extension set screw was suspected to not be working. High impedances were measured on the lead so the hcp replaced the lead. The hcp decided to connect the lead to a temporary extension, multilead trialing cable, and external neurostimulator (ens). The connector boot was cut during the revision. After the revision, impedances were measured to be okay and the patient only felt stimulation in one leg. Prior to the lead replacement, the patient felt stimulation in both legs. The patient feeling stimulation only in one leg was due to difficulty in positioning the lead during the replacement. No further action had been planned and the patient was still under evaluation. The patient was receiving effective therapy at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was not in new condition. Anal ysis of the extension found the conductor on the extension body was broken at the distal side of transition. The #1, #2, and #3 conductor crimps were broken 2.5 cm from the distal end. The distal segment of the extension was received for analysis. Analysis was p erformed and broken conductors were found with the segment. The ins and proximal segment of the extension was received for analysis later. The ins was functionally ok but the battery was not in new condition. The proximal end was electrically ok but the conductor wires were cut.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2013, product type: extension. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).